Event description:
Ortho procedure where bone cement was mixed and applied appropriately. Provider used electrocautery in the vicinity of the product. The product and/or vapor briefly caught flame. No harm to patient.